Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with alerts for out of range high voltage lead impedance. Patient's physiology is a possible cause of the issue. The lead will be closely monitored.